Manufacturer narrative:
The pump passed self test and displacement test. The audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio anomaly, absence of audio alarms, or hardware low level failures alarms noted during testing however, hardware low level failures alarm (variable 3) confirmed in the downloaded history file due to broken pin 6 (sda) trace at u1 on the keypad assembly.

Event description:
Customer reported via phone call that insulin pump had received hardware low level failure and audio anomaly. Customer's blood glucose was unknown at the time of incident. Customer stated that they were able to clear the alarm successfully and also were able to rewind the insulin pump. Customer stated that the insulin pump passed the self test. Customer reported they could did hear beeps when audio volume settings were saved. Customer also reported they could hear the differences between the two audio beep volumes 1 and 5. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.